Event description:
Patient scheduled for non emergent patent foramen ovalebaloon closure. Sheath introducer inserted into left femoral vein. Snap ring disengaged to remove stylet from assembly; cap became disconnected from stylet (sheared off), with stylet remaining within vascular sheath. Sheath withdrawn and attempts to remove stylet unsuccessful. Vascular surgery notified, and surgical intervention was successful in removal of retained foreign body. Patient subsequently discharged next day (B)(6) 2015. Distributor (teleflex (B)(4)) notified of product failure; representative able to reproduce described failure in table top exercise; acknowledged product did not meet specifications.